Event description:
I had been wearing invisalign trays for 3 weeks and started noticing my lips becoming dry and ulcerations on the inside of my mouth. Two days after inserting the 4th tray ((B)(6) 2019) I woke up with a severely swollen top lip, ulcerations spread across top and low lip and it itched so bad. The next day I woke up and my tongue was itching and felt numb but was not swollen. Went to ortho and he confirm it was an allergic reaction. Now 4 days later and the ulcerations are healing but tongue still itches. During the time I was wearing them I also experienced extreme fatigue.